Event description:
It was reported that one device was used during an unknown procedure. It was reported by the affiliate that the ez35w was used to grab a ligament and fired; however, the jaw did not open after firing. Finally the device was opened with some instrument. An atb35 was used to staple the tissue. There was no consequence to the pt.